Event description:
It was reported that there was a power on reset (por) condition. The patient was not able to adjust stimulation. The patient programmer displayed the 'call your doctor' icon. The por message showed up the night before the date of report. It was reported that the patient had nothing different in her routine or environment and no apparent reason for the por. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v509988, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).